Manufacturer narrative:
The user experienced hyperglycemia while hospitalized for an unrelated condition and remained on ilet therapy throughout the event. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; insulin delivery occurred as requested and the ilet responded appropriately to cgm glucose values. Device data demonstrated expected system behavior with insulin adjustments in response to glucose levels. Additional information clarified that the event involved user error during a supply change, including improper cartridge insertion without performing a rewind, which may have impacted insulin delivery. The hospitalization was not related to hyperglycemia or device performance, and hyperglycemia occurred secondary to stress during admission. Based on available information, no device malfunction was identified and the event is attributed to user error. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels up to 363 mg/dl while already admitted to the hospital for an unrelated condition. The user remained hospitalized from (B)(6) 2026 and was discharged on (B)(6) 2026. No additional treatment for hyperglycemia was required and the user remained on ilet therapy during hospitalization.